Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was in the moderately tortuous and severely calcified vein. A 3.50mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6atm. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good post procedure.